Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported by the customer the sheath¿s valve has a problem as there was resistance with the valve and there was a ¿normal¿ volume of blood return. There were no patient consequences. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath.. The sheath was being used on the patient at the time of occurrence; no air entered the patient¿s body. Blood return was observed, the approximate volume of blood that was lost was normal. The reported resistance issue is not considered to be MDR reportable since an increased potential for patient injury is remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: the date of event was not provided. Date of event has been populated with (B)(6) 2023. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported by the customer the sheath¿s valve has a problem as there was resistance with the valve and there was a ¿normal¿ volume of blood return. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation on 6-jun-2023. Visual and dimensional inspections, back pressure test, and microscopic examination of the returned device were performed following bwi procedures and the evaluation was completed. Visual analysis revealed no damage or anomalies to the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. In the other hand, the hemostatic valve was placed in its original place. No damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. There was no leakage and no bubbles were detected. Therefore, the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).